Manufacturer narrative:
(B)(4). Photo investigation summary: this is an analysis of two photos submitted for review. During the visual analysis the following was observed: the photographs show an open aluminum packaging with stratafix suture code sxpp1a406 and it appears to have a damaged fixing tab. Based on the photo review, no conclusion or root cause could be determined. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Investigation summary: one empty opened foil, a labeled winding former with a needle-suture of product code sxpp1a406 were returned for evaluation. Visual inspection was performed on the retuned device. Upon visual inspection of the returned sample, it was observed slightly marks on the body of the needle appear by a surgical instrument. Body fluids on the barbs were noted. In addition, damaged on the nucleus was observed and one side was broken. It should be noted that a 100% inspection is perform via automotive vision system to ensure the tab is present and complete during manufacturing. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and barbed suture was used. The fixation feature had been missing in a newly dispensed suture when it was opened for surgery. The fixation feature only half. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.